Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the patient with this implantable lead was seen in clinic for a routine post-implant follow up. Pacing thresholds were noted to have risen and sensing had decrease. Loss of capture was suspected due to the increase in pacing thresholds. The patient was sent for a chest x-ray to asses for a micro-dislodgement. The chest x-ray did not show any changes in the lead. The patient will continue to be followed. No adverse patient effects were reported. Subsequent information indicated that the physician was concerned about the amount of ventricular pacing that the patient was receiving. The local field representative increased the pacing output from 4.0@1.0 to 5.0@1.0. There were no adverse patient effects reported. The patient was seen for a revision procedure where the lead was explanted and replaced. A lead fracture was suspected. The lead has been returned for analysis.